Event description:
The customer called technical support (ts) reporting that the device alarm vent blower stalled; not blowing air. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the gas delivery system (gds) to resolve the reported issue. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
Upon further investigation, the event was confirmed to have occurred during a pre-use check in the respiratory workshop. Therefore this complaint no longer meets reportability requirements.